Event description:
On (B)(6) 2013, this vns patient reported that he began having severe swallowing issues two weeks prior and was taken to the hospital. The patient was told that he may have had a stroke as he had numbness on the left side of his face. The patient¿s primary care physician stated that he may need his vns settings adjusted to help with the swallowing issues. Attempts for additional information have been unsuccessful.